Event description:
Boston scientific (bsc) crm received info that this patient's wife called technical services (ts) to report her husband died in 2004 because his device did not function appropriately. The caller stated that at her husband's 3 month check up she kept telling the clinic something was wrong with his device and they wouldn't do anything to change it. The caller stated that she was ill at the time of her husbands death and was unable to go through the legal paperwork she received regarding her husbands device until now. The patient's device is subjected to an advisory population, pdm hermetic sealing advisory - second population (2006).

Manufacturer narrative:
Not returned. Ts discussed with the caller that her husband's device was included in an advisory and referred the caller to her husbands physician so they could best answer her questions regarding his death. Further info from the caller suggests that use error by the hospital with medications could also be a contributing factor in the patient's death. Our company has no further info regarding this patient's death or whether our device was involved. If additional info becomes available to our company, this event will be updated appropriately.